Event description:
It was reported that during a generator change out procedure, the atrial lead exhibited low impedance upon being connected to the new device. Insulation damage was suspected. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).